Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled and radio frequency (rf) telemetry had been disabled. The patient had been scheduled for radiotherapy due to breast cancer and due to concern of the device triggering safety mode, the device was explanted and replaced prior to starting radiotherapy. No additional adverse patient effects were reported. The device is expected to be returned for analysis.